Event description:
The bard foley catheter placed in the or would not deflate when attempting to remove. The ICU md came by and also attempted to deflate the balloon without success (the liquid just would not come out into the syringe). Resistance noted when attempting to pull gently on the catheter. Affiliated urologists called next and md came to the bedside. He cut the balloon port and inserted a wire up the balloon lumen. He attempted to push on the balloon (accessing from pt's vaginal wall). After removing the wire, liquid noted to be slowly dripping out. The patient walked around the unit several times. Finally, the foley came out while the patient was seated. There was no harm to the patient. The balloon was defective.